Event description:
It was reported, the patient ((B)(6)) was experiencing ineffective stimulation. Initial troubleshooting found no problems with respect to impedance measurements; however, efforts to resolve this matter via programming were unsuccessful. Surgical intervention was undertaken to address this issue. Intraoperative testing of the lead found invalid impedance readings on several contacts, and visual inspection of the device revealed a bend at the anchor site. The patient's lead was explanted. There are no plans to replace the device.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.